Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: the black box data from the date of the original complaint has been overwritten. The pump powered on with the returned battery cap and the battery cap was able to fully tighten. The pump electrical current draws measured within specifications; a battery life issue was not duplicated during investigation. Upon removal of the pump cover, there was no evidence of internal moisture and no loose components were identified inside the pump. Unrelated to the original complaint, the audio bolus button cover was missing on the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.